Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles, crease fold, wear abrasion and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify one opening sharp in the anterior side and striated opening on posterior side, consist in the use of some surgical tool side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior side due to an unidentified (tear) opening; a striated edge opening on posterior due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. Additionally, healthcare professional reported any creases. Device was explanted.

Event description:
Additionally, healthcare professional reported any creases. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.